Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. A hair was found inside the suture packaging, right where the packaging is sealed. No adverse patient consequences were reported. No additional information was provided.

Manufacturer narrative:
Product complaint (B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned d4: UDI: the manufacture/ expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: patient status/ outcome / consequences no.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary :the product was returned to ethicon for evaluation. One sealed packet was received for analysis. Product code xymb46g. Additionally, a photo was provided, and it showed the same condition of the received sample. Upon visual inspection, it was observed that there was a foreign matter in the seal area, which appears to be a hair. Upon further inspection, it was found that the integrity of the packet was not compromised. Based on the information currently available, the foreign matter was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.